Event description:
Edwards received information that a 19mm 8300ab aortic pericardial valve, implanted approximately one (1) year and four (4) months, was explanted due to nearly severe paravalvular leak originating around the leaflets corresponding to the right coronary to non-coronary cusps. The device was originally implanted for aortic valve replacement to correct aortic stenosis. After the valve explant due to pvl, the patient's annulus from lcc to ncc was reinforced by pericardial patches. A 21mm 11500aj valve was implanted in replacement. There were no adverse patient events reported. The patient status was reported as "under treatment". The device was not returned for evaluation as pathological investigation would be performed at the hospital. There was no allegation of device malfunction. The doctor commented that although ppm was not confirmed, a flame of this 19mm 8300ab valve might have been small for the patient's aortic annulus, so that the pvl was increased, because there was a history of valve exchange from 21mm to 19mm at implant surgery due to improper seating.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). H11: corrected section: h6 (component codes). The device was not returned for evaluation as pathological investigation would be performed at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.